Event description:
Reportedly, after the surgery, it was noticed that the pt was bleeding and pt was brought back to or. During the re-operation, bleeding was noted in the area where the clip dropped off. The clip was retrieved but was not saved. The re-operation date was the next day. Procedure: CABG.